Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse did not replace any parts. The air filters were removed and cleaned to resolve the problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The failure of overheating was attributed to the dirty filters. The problem can be resolved by cleaning or replacing the filters.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was overheating. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to calling in the or staff converted to open. The customer noted that there is a follow-up case that is scheduled to be robotic. The isi tse advised removing filters from the vision side cart (vsc). The customer stated they couldn't during the procedure, but biomed will call back in to remove filters after the case is completed to try and recover the fault. The system was pushed aside and shut down. The operating room (or) staff completed the case open. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.